Manufacturer narrative:
The insulin pump was received with stripped battery cap threads, cracked casing at a display window corner, minor scratches on the lcd window, and a cracked reservoir tube lip. There were no cracks on the lcd screen. The unit also had intermittent button response due to corroded keypad traces.

Event description:
The customer reported via phone call that his battery cap was not on securely since the edges were corroded. The cap threading was stripped. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The customer cites normal wear and tear as the reason the cap edges became corroded. Additionally, the customer mentioned that the up button was slow to respond. Troubleshooting was initiated for the keypad anomaly. The up arrow has been malfunctioning since some time last year. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.